Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, under-sensing was noted on the device. Programming recommendations have been provided, and the device is currently being monitored. The patient was stable with no consequences.